Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that caller said patient reported neurostimulator was not working. Patient services redirected to healthcare provider (hcp). Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the device not working was unknown. They called the patient on (B)(6) 2024 and left a message. Patient last seen (B)(6) 2021. Patient has not called them. The patient's husband called from the patient's registered phone number to report that the patient received a letter regarding this case. The first questions asked whether the patient was describing issues with the therapy or symptom control. The patient reported yes. The device isn't doing anything for her anymore. Patient hasn't used it for well over a year now. It was unknown if the cause was normal battery depletion. The patient stated that they would like to have the ins explanted, but their regular physician won't explant it. The patient mentioned that they no longer see their managing healthcare provider (hcp), but agent reviewed that the patient could consider contacting their office to see if they could explant the ins since they implanted it. Agent emailed listings of other hcps in the patient's area if the patient didn't have any luck with the managing hcp. Additional information was received from the patient. They reported that the device was not working. The cause was not known. Steps to be taken is to remove.